Event description:
It was reported that during an angioplasty treatment procedure a balloon burst, detachment and difficulty removing a catheter occurred. The target lesion was located in the brachiocephalic artery. A mustang' balloon catheter was inflated beyond rated burst pressure and a balloon rupture occurred. During withdrawal off of the non bss guide wire significant resistance was encountered, the mid portion of the balloon detached and remained inside the patient's anatomy and the rest of the balloon was retrieved. A covered stent was placed to jail the balloon fragment against the vessel wall. The procedure was terminated due to this event. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).